Event description:
Event description cpi received information that this porous tined endocardial lead (4270) was noted as having a break in it. The patient's implantable pulse generator (ipg) was also removed at this time, a medtronic device was implanted.